Event description:
It was reported that during a procedure, the surgeon noticed that the unit did not hold into the pilot hole. Further, the procure was completed successfully.

Manufacturer narrative:
A quality of three units, with the same part and lot number, were implicated in this event. Please refer to medwatch report numbers: 2936485-2012-00296 and 2936485-2012-00297. Additional info will be provided once the investigation has been completed.